Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433314m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete atrioventricular (av) heart block (3rd degree) requiring surgical intervention (bi-directional implantable cardioverter-defibrillator (ICD) placement). His locations were identified with tags on the carto 3 system. They drawn a yellow design line to identify a "do not cross line" at the level of the his. The patient was in a sinus rhythm and then they had only one junctional beat during ablation. They then recommended start emergency pacing in the ventricle as they were already there. The physician then assessed the situation during the waiting period and the patient was intermittently being paced. The patient's av node did not return to a normal conduction pattern after 30 minutes. A bi-directional ICD was successfully placed. The decanav catheter was not left in the coronary sinus (cs) as the physician did not want the cs to be dissected. The caller states the physician felt he had done enough ablating and the case was completed at the time of the bi-directional ICD. The physician felt successful ablation was achieved for vt. The patient is stable and stayed overnight for observation. Patient¿s condition unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician stated they may have been too cavalier during the procedure. The caller is not sure if it was the reposition of the vizigo sheath or the catheter that may have caused the heart block in an area they had already burned. No bwi product malfunctions were reported. With the information available, this is being coded and reported under the ablation catheter. Since this event required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.